Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specification and with the international standard. The cross section surface shows no irregularities what indicates material conformity as well. We have to assume that too high applied mechanical force, well beyond its calculated design must have caused the breakage. No product fault could be detected.

Event description:
The screw was broken during insertion. This is 1 of 1 report for event #(B)(4).